Event description:
It was reported that on the day of device change out, it was noted that the patient had previously received inappropriate hv therapy due to an svt episode. The device was explanted and replaced. The patient will continue to be monitored.